Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with multiple lows per day and nadirs typically in the 50s, prompting a clinician-recommended factory reset that was completed without incident and accompanied by user education on meal announcements, hypoglycemia treatment, and device use. Symptoms included hypoglycemia. Outcomes included no medical intervention, no assistance from others, and device low-glucose alerts were received. Investigation included complaint intake review and troubleshooting with education. Investigation of this case revealed no device malfunction reported, with user behavior factors discussed such as frequent disconnections during lows, meal announcement strategy for very low-carbohydrate meals, and potential overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.